Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation and posterior wall isolation a farawave was selected for use. During procedure, after wire insertion, a flush was attempted from the pressure bag, but saline did not flow out from the tip of the catheter. Since the tubing could be flushed with water, it is believed to be a defect in the catheter lumen. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis as it was disposed of.